Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient was admitted due to blood in the sputum. During hospital stay, developed a fever. A pulmonary embolism was also suspected. Furthermore, a candida in the blood of the patient was noted and vegetation on the lead. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.